Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, it was impossible to remove the fenestrated bipolar forceps instrument from universal surgical manipulator (usm) 2. The technical support engineer (tse) found in the logs that the instrument was not installed well from the beginning. The caller tried to remove the instrument normally, exercise the instrument and sterile adapter, and use the release kit. The user undocked the arm, pressed emergency power off (epo), exercised the instrument and sterile adapter in every angle, and was able to remove the instrument. The caller noticed a plastic was found. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has followed up attempt to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed on an in-house system and removed without any issues. The instrument did not get stuck. Additionally, input disk #6 was found completely detached from the base of the housing. The instrument was also found to have various scratch marks with light material removed on the main tube, the scratch marks were 0.095¿ ¿ 0.402¿ in length and were not aligned with the tube axis. The instrument was also found to have a severely bent grip, causing a misalignment of the grips. The instrument also had a rust like discoloration on the grip grooves. The root cause is attributed to user mishandling. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. No images or procedure video were provided for review. A review of the instrument log for the instrument (pn 471205-17/lot # n10201019 0238) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.